Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient who was receiving gablofen 2000 mcg/ ml at 899 mcg/day via an implantable infusion pump for intractable spasticity and head/brain injury. It was reported the pump eroded in the pocket and was causing discomfort. More specifically, the pump was rubbing against the seat belt from the wheel chair and was starting to erode. It was noted the device did not actually rupture the skin. There was no confirmed infection at the time of the report. The tissue was sent off to be cultured. There were no symptoms reported related to the infect ion. The event date was unknown. The patient was intraoperatively receiving intravenous antibiotics to help resolve the infection. A new pump was implanted at a new pump pocket site. The healthcare provider (hcp) was going to reuse the existing spinal section of the catheter. The system was being revised on the day of this report and the treatment was considered ongoing. Additional information was received that no troubleshooting was performed regarding the pocket erosion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.